Manufacturer narrative:
Sections with additional information as of 30-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 28-sep-2020 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 85, 71, 133, 156 and 146 mg/dl; customer was also concerned with meter to meter comparison test results of 71 mg/dl using truemetrix air meter and 109 mg/dl using another device. The customer¿s expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Customer stated that when she had obtained the result of 71 mg/dl she was not having any symptoms of hypoglycemia. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 95 mg/dl using truemetrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/18/2022 and were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).